Event description:
It was reported that shaft break occurred. A 2.50mm x 15mm maverick 2 balloon catheter was selected for use. However, during introduction, the shaft broke. The procedure was completed with another of the same device. No patient complications were reported.

Event description:
It was reported that shaft break occurred. A 2.50mm x 15mm maverick 2 balloon catheter was selected for use. However, during introduction, the shaft broke. The procedure was completed with another of the same device. No patient complications were reported.

Manufacturer narrative:
Device evaluated by MFR.: returned product consisted of a maverick mr balloon catheter. The balloon was loosely folded, and there was blood in the balloon and shaft. The device soaked in a warm waterbath for 6 days. Analysis of the tip, inner/outer shaft, port/exit notch, and hypotube included microscopic and visual inspection. Inspection revealed a hole in the trough of the port/exit notch. Inspection of the rest of the device found no other damage or defect.